Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's left eye (os). The surgeon reported a pressure spike in the patient's eye. A secondary yag was performed and the pressure lowered to normal. The lens remains implanted and the patient is ok. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly a "pressure spike" was diagnosed following icl implantation. The surgeon performed a yag (unspecified) and the pressure came back to normal. Patient was reported to be doing fine. Despite multiple attempts no additional information was received. It should be noted that patient related factors (anatomy issue, pre-op ocular history) or procedure related factors (non- patent iridotomy, positioning the lens during implantation) might have caused /contributed to the event. Conclusions: based on the complaint information, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt age: unk. Pt weight: unk. Event date: unk. Implant date: unk. Explant date: na. (B)(4) device evaluated by manufacturer? No. Lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).